Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with injections of vancomycin (1 gram once daily, first day; route not reported) and amikacin (250 mg in last bag, intraperitoneally) for peritonitis. At the time of this report, antibiotic treatment was ongoing, the pt's condition was stable, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.